Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on may 7, 2021 they were made aware that the patient had a fall sometime in early (B)(6) 2021, and after the fall the stimulation didn't feel right. Reprogramming had been attempted but the patient reported that it didn't help. Additionally, an x-ray was performed which showed that the lead had moved from the original placement. A lead revision took place on (B)(6) 2021. In pre-op, impedances were checked and contact 3 was showing impedances >40,000 ohms, and two other contacts had impedances >10,000 ohms. During the lead revision, the physician accidentally spliced the catheter when trying to remove tissue off of the wire, so they were unable to retrieve the spinal segment. The part of the lead that they were able to remove was discarded by the customer despite being informed that the product should be returned for analysis. The lead was replaced and impedances were checked again and found to be within normal limits, so issue was reported to be resolved. Also, on (B)(6) 2021, the patient reported to the manufacturer that their lead had broke, so it was still partially implanted.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that one of two leads implanted for electrodes 0-7 has high impedances and is no longer working. The patient had a fall prior to this issue. It was reported that a MRI is planned with follow up with the healthcare provider, but has not yet been scheduled. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances and lead no longer working was possibly from a fall at home but unknown. An MRI and lead revision would be done but the dates and details were undetermined. The high impedances was not resolved.